Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient had hardly any benefit from the device. The patient's audiologist presumed a placement issue of the floating mass transducer at the round window. Therefore, a floating mass transducer repositioning was considered. Additional information received on (B)(6) 2014, stated that the device was explanted on (B)(6) 2013, as its conductive link was inadvertently damaged during the repositioning surgery. The patient was re-implanted with a new vibrant soundbridge.